Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple inappropriate shocks due to device not sensing all pacs in sinus rhythm. The patient initially received multiple atp therapy which sped up rhythm and patient received shocks. The device was reprogrammed. The patient was in the ICU and continued having slow vt and the device detected it appropriately after the changes.